Manufacturer narrative:
The calibration data shows alarms and out-of-range errors since (B)(6) 2021. The customer replaced the sodium electrode on the day of the event, but the qc data showed shifting results. On (B)(6) 2022, the field service engineer (fse) replaced the electrode, performed pressure checks, updated the calibration, and performed calibration and qc checks. All checks met acceptance criteria. The investigation is ongoing.

Event description:
There was a complaint of a questionable sodium result for 1 patient tested with a cobas integra 400 plus module. The questionable result was not reported outside the laboratory. The patient¿s sample was repeated on a rapidpoint 500 gasometer. The patient¿s initial result was 115.7 mmol/l; the repeat was 133.0 mmol/l. The sodium electrode lot number was provided as 21505147 and the expiration date was requested but not provided.

Manufacturer narrative:
The investigation determined that prior to the event, the electrode for sodium was not well maintained. The qc and calibration were out of speculation over a long period of time. The electrode the fse replaced had expired. No evidence was found that indicates a systematic product problem.